Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed loss of capture. The patient is pacer dependent and when lv only threshold tests were performed, the patient was lightheaded. It was noted that the patient was involved in an accident with air bags deployment and has not felt well since. The lead impedance measurements and sensing have been stable. Several months after the accident, the patient experienced a syncopal episode. Additional information indicated that a revision procedure was not performed as there was no lead fracture. The device was reprogrammed to rv only. It was noted that the patient was seen in the clinic and indicated they feel great.